Event description:
The patient was in the or for a scheduled aortic valve replacement and CABG (coronary artery bypass graft). The patient was being externally paced in synchronous mode with a medtronic external 5388 pacemaker. The patient's own heart rate kicked in, so pacer went into sleep mode. However, when the patient's heart rate went below the set threshold, the external pacer did not start back up appropriately. The patient had a temporary but drastically low heart rate and blood pressure until another external pacer could be obtained. The patient did fine after the second external pacer was placed. The patient was returned to the unit, and the malfunctioning pacer was removed from service and sent to the manufacturer for further analysis and evaluation.